Event description:
The reporter indicated that during an implant, the atrial lead was easily removed from the header when checking the connection. After repeated attempts, the lead could not be locked in the sidelock header. A new pacer was used, and no anomalies were observed.